Event description:
Report received of an overdelivery of narcotic due to operator error. The pump was ordered to be in the pca continuous + bolus mode of delivery to deliver dilaudid 1 mg/ml at 0.1 mg/hr with a pca dose of 0.1 mg every 10 minutes and a 4 hr lockout of 0.3mg. According to the customer contact, the pt was a pt that was "very sensitive to any type of narcotic". It was reported that the vial was found "almost empty" after one shift, but that the "clinical presentation of the pt" was not constant with "what a pt sensitive to narcotics should have looked like". It was reported that the pt's respiratory rate was unchanged, and pt was never unresponsive. The customer contact reported the following in an e-mail: "we have concluded investigation of the medication error involving the pca pump. Co has concluded that the concentration was set wrong at the time of set up resulting in an overdose. There was no pt injury." The pump was never isolated, therefore no history is available. Though requested, there was no further info available.